Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined, the most probable cause to be an alarm. Which, stopped the infusion. However, this cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that when the patient went to change the cartridge, they noticed, that it was still about half full. The patient experienced a harder time breathing ¿over the past few days¿. The patient changed the pump and cartridge and restarted back at the original maintenance pump rate of 0.02ml/hr. At the time of the report, the patient was not experiencing any adverse effects. The device had delivered remodulin 10mg/ml at a continuous rate of 60.2ng/kg/min.